Event description:
The complainant reported that the automated impella controller's (aic) purge clip was broken. A loaner device was shipped to the customer. No indication of patient involvement, harm, or injury.

Manufacturer narrative:
The console (aic) was returned for evaluation. Once the logs were reviewed, there was consistency with the failure mode at the complaint date. During the case start wizard, purge disk not detected alarm was issued several times despite purge cassette was re-inserted and another pc and disk was utilized. Upon visual inspection of the console, the purge assembly area confirmed a ripped/ missing blue retainer. The root cause of the purge disc/ flag issues was due to a defective component. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.